Manufacturer narrative:
No information has been provided to date. Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the reason for return is due to cassette not being attached properly. No report of patient injury .

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the tamper seal and battery door missing and a damaged battery compartment. There was evidence of error in the device ehl (event history log). The customer stated problem cassette not attached properly, was duplicated, however, functional testing found that the downstream occlusion sensor was inoperable. As corrective action, the downstream occlusion sensor was replaced. The root cause of the reported problem could not be determined. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: b5: additional information received on 02-aug-2022 via email and attached in complaint object: all issues with these devices were found during testing and repair at our facility. No patient involvement was indicated at the time the pump was received for repair and recertification at our facility. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: catalog number: 21-2120-0104-01. D4: correction: model number: 2120. H4: correction: device manufacturing date: 15-aug-2018.